Event description:
It was reported that the pt had an iab inserted in the operating room. It was removed the same day due to limb ischemia. The pt coded and was returned to the operating room where a transthoracic iab insertion was performed. Six hrs later blood was noted in the helium tubing. The iab was removed and the physician elected not to replace it. The pt expired, however the physician does not feel that this incident contributed to his death.